Manufacturer narrative:
External insulation abrasion was noted at 13.5-14.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 12.8-13.3cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to external insulation abrasion were noted at 6.5-8.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was damaged due to the surgical procedure at this location. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported there was high, out of range pacing lead impedance, non-sustained oversensing, and an increase in capture threshold via merlin.net. The asymptomatic patient came into the clinic and the noise was reproduced. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.